Event description:
It was reported that a small volume infusor leak. This occurred after the device was filled with an unknown drug and before patient connection. The reporter stated that the blue winged luer cap was secure and that the location of the leak was unable to be identified. It is unknown whether a filter was used during filling or if the bladder was damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from april 10, 2014 to april 11, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection noted fluid inside of the package that contained the unit and an untightened blue winged luer cap. A functional test was then performed in which the device was filled with colored water, had its blue winged luer cap tightened by hand, and observed for issues; the unit was monitored until the following day, and no signs of leakage were identified. The device was found to meet specifications. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.